Event description:
A consumer implanted for non-malignant pain and peripheral neuropathy reported after changing out the aaa batteries in their programmer on (B)(6) 2016 they were intermittently feeling "bolts of electricity" through their body. It was noted the shocking sensation was noticed while sitting, raising the left arm, or laying down. The consumer turned stimulation down, but was still experiencing a slight shocking sensation. On (B)(6) 2016 the consumer called back and stated the issues had been taken care of and was resolved, and the issues were due to a change in batteries. However, now the consumer wanted the manufacturer's representative (rep) to reprogram their device because they thought it should be done periodically, but there were no issues with the device.

Event description:
Additional information received from the consumer reported the circumstances that led to the intermittent shocking which caused ¿ouc \hing¿ and the consumer ¿almost going out of their skull¿ was a change of batteries. The intermittent shocking was now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.